Manufacturer narrative:
(B)(6 ). The manufacturing location was unknown. Device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger / slider was blocked and jammed. Therefore, the reported condition was confirmed. It was further determined that the upper trigger was blocked. The assignable root cause was determined to be due to strain/normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger/slider on the compact air drive device was blocked and jammed. It was further determined that the upper trigger was blocked. It was noted in the service order that the push lever could not be operated. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.